Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet displayed alert 64, indicating a haptic system error that persisted despite multiple restarts, and the device was replaced with instructions to sync data, shut down, and return the original; blood glucose was reportedly 170 mg/dl and not affected. Symptoms included no reported clinical effects. Outcomes included no impact on health, no medical intervention, and no hospitalization. The investigation included device replacement and the collection of return tracking information for evaluation. Investigation of this case revealed a suspected haptic subsystem malfunction consistent with the reported alert and lack of resolution through restart. It was concluded that the cause was a device malfunction isolated to the haptic component.